Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 250 mg/dl. After the occlusions, the customer changed the infusion set site and a bolus was delivered to address the bg level. The contact stated that troubleshooting was performed and the occlusion appeared to be related to the infusion set site; however, the occlusions reoccurred. The contact declined tandem customer technical support's (cts) offer to assist with troubleshooting the most current occlusion. Cts suggested to rotate the infusion set site. The customer acknowledged the information.